Event description:
It was reported that the device does not alarm for leads off when the leads are removed. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Analysis was performed by remote service personnel which included troubleshooting with the customer. The remote support engineer (rse) confirmed the reported issue and that no visible physical damage could be found and the contacts are not corroded. The results of the analysis were that after the customer cleaned the contacts on the mx40 the issue was resolved. Now all leads are detected and undetected properly. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem that the contacts on the mx40 were not cleaned properly. The issue was resolved by cleaning of the mx40 lead contacts. A service history review confirms the problem has not been reported again for this device.